Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) due to an audible tone from their implantable cardioverter defibrillator (ICD). Upon interrogation it was noted the svc coil impedance of the right ventricular (rv) lead had spiked to greater than 200ohms. Varying svc impedance readings were reproducible with in-office testing of isometrics and arm movements. The lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's right ventricular (rv) lead had triggered another svc coil impedance alert and the lead now shows a pacing threshold increase. The lead remains in use. No patient complications have been reported as a result of this event.